Event description:
It was reported that the patient's leads had been implanted in the dorsal root ganglia (drg) and one lead migrated out of the drg. The patient underwent a lead replacement wherein the lead was placed in the epidural space. The explanted lead was discarded by the hospital.